Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that oversensing occurred. There were 20 supra ventricular tachycardia/non-sustained tachyarrhythmic episodes on (B)(6) 2010 and 3 ventricular fibrillation episodes with ventricular cycle length less than 210 milliseconds on (B)(6) 2010.

Event description:
It was reported that the patient received nine inappropriate shocks due to oversensing and noise being detected. It was also noted that the impedances were fluctuating and were high. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.